Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a clearlink y-type blood solution set during infusion. The unknown infusion pump alarmed for "air in line". There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. However, one companion sample was received for evaluation. The sample arrived in a sealed pouch. The sample was visually inspected and no issues were noted. The sample was then functionally tested by spiking it into an in-house solution bag containing distilled water. The sample was then loaded into an in-house sigma pump set. The pump was then turned on with no alarms noted. The sample primed and flowed normally and functioned as designed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.